Event description:
Pt was brought into operating room at 7:50 am. The staff was unable to get microvit machine to function properly after the dr had given his local block. Dr explained to pt what was going on and rescheduled surgery for 12 noon.